Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient was unable to get her therapy to shut off. The issue started about 3 days ago. The patient was able to totally charge it up but was unable to do anything with it. The patient reportedly saw the ¿reposition antenna screen¿ on the recharger (insr). The patient had tried turning stimulation off with the programmer but pressing the stim off key. The patient continued to feel the ¿buzzing going down her leg.¿ the patient could not recall if the lightning bolt disappeared from the ins icon on the programmer. The patient could not find the programmer during the call.